Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the device did not start correctly on. Lcd (liquid crystal display) found out of electrical specification. It was noted the display was not correctly positioned in the housing. Lower case was broken. It was also noted a part was missing. (B)(4).

Event description:
It was reported the off button was very unsensitive (needed to be pressed hard). It was noted the ring had been removed. The external pulse generator (epg) was returned for repair. No patient complications have been reported as a result of this event.